Event description:
Healthcare professional reported left side "rupture", "sparse simple cysts, up to 8 mm" and "sparse, benign-looking calcifications". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3.

Event description:
Healthcare professional reported left side "rupture", "sparse simple cysts, up to 8 mm" and "sparse, benign-looking calcifications". The device remains implanted.

Manufacturer narrative:
Visual device evaluation: "device photograph(s) for the device related to the reported rupture, pain, cyst, calcification and visibility/palpability were reviewed on july 17, 2021. Visual analysis of the device identified broken shell. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode."

Event description:
Healthcare professional additionally reported "intermittent pain" and "loss of shape". The device has been explanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture", "sparse simple cysts, up to 8 mm" and "sparse, benign-looking calcifications". The device remains implanted.